Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noted. During prep, the 4.5x12mm liberte' stent was found to be flared. The procedure was completed with another liberte' stent. There was no patient involvement, therefore, no complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.